Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 5. Ref MFR report: 1627487-2013-04732. Ref MFR report: 1627487-2013-04733. Ref MFR report: 1627487-2013-04734. Ref MFR report: 1627487-2013-04735. The pt received 4 leads with three different lot numbers and two extensions with the same lot number. It was reported the pt had been diagnosed with a clostridium difficile infection and spent 4 days in the hosp. It was reported physician stated the infection had not spread to the scs system, and the system remained implanted and functional. It was reported the physician had treated the infection with IV and oral antibiotics, and the pt was doing well.